Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889, product type: lead.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that an office staff member did this evaluation with the patient and disposed of the ens. The cause of the shocking and screen 59 was not determined. However, when the ens was programmed on alternate settings, it functioned appropriately. The screen 59 resolved with reprogramming and the diarrhea and gas resolved after using an alternate program.

Manufacturer narrative:
Concomitant medical products: product ID 3889, product type: lead.

Event description:
A trial patient, during an advanced evaluation that began on (B)(6) 2017, reported that they were slightly sore, but they were taking medication as directed by the healthcare provider (hcp). They also had blood on their bandage. They experienced diarrhea from 6:30am on (B)(6) 2017 to 6:30am on (B)(6) 2017. The patient also stated that when they went to get their bandage changed, the lead was tangled in the bandage. When they got a new bandage, they got a shock. They also reported that things were much worse than they expected. The patient mentioned having just gas on (B)(6) 2017 because the day prior was wet. During the trial, the manufacturer representative (rep) reported that the patient saw the settings not available, screen 59, on the controller and were unable to get past 0.2ma on (B)(6) 2017. The rep indicated that they had already tried to reduce current and increase again, but that didn't resolve the issue. It was noted that the rep had walked the patient through reprogramming the program, but that didn't help. The patient had been using 2.4 ma, and was only having a slight benefit in urinary function. The patient also had diarrhea with stimulation use the weekend of (B)(6) 2017. About 2 hours after the patient ate, they would have episodes of diarrhea. The rep had the patient shut off the stimulation and eat a meal. The diarrhea did not occur. The patient turned the stimulation back on, and that's when they encountered the error code when they tried to adjust the current level. It was noted that the external neurostimulator (ens) battery was half-full. The rep mentioned that they would call the patient to see if changing programs would resolve the issue. It was unknown if the issues during the trial were resolved. There were no further complications reported as a result of this event.